Event description:
43 year old female with an infuse-a-port placed on 1/14/91 for administration of chemotherapy for lymphoma. Patient now in remission and requested device be removed. Upon removal the surgeon noted thata the catheter was to short. Chest x-ray revealed a piece of catheter 6.0 - 7.0 cm in the region of the right atrium. The surgeon upon review of post insertion x-ray done 1991 noted that there was an area of probable compression between the clavicle and the first rib. Since "the catheter had been in place two years the catheter probably weakened at that point and broke upon retreival" as stated in the physician's progress notes. The need for th removal of the remaining catheter was explained to the patient and she was transferred to hospitaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, mechanical problem, other, known long term complication of procedure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.